Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected or hardware low level failure alarm noted during testing however, the downloaded history files confirmed software error (line number 3540 file number 26) alarms due to a software error and hardware low level failure alarm (variable 3) is found in the downloaded history files due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer¿s blood glucose level was 144 mg/dl. The customer stated that the self test was performed and it was pass. The troubleshooting was performed and they were able to clear the alarm and complete the rewind. The device will be returned for the analysis.